Manufacturer narrative:
Per issue, pt has antiphospholipid syndrome (aps) and protein-f deficiency. Pt current health status may interfere with coagulation test and may lead to unexpected inr result. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011; inratio: 7.2 inr; reference: 4.5 inr; mean: 5.85. The calculated mean is >5.0 and the difference is greater than 2.2. And only one inr value is greater than 5.0. These results are considered inaccurate within the context of the documented variability for inr testing. Test conducted on lot 247451 on (B)(6) 2011 met accuracy criteria. Test results are as follows: donor (B)(6) = 1.6, 1.6, 1.6 inr; donor (B)(6) = 2.7, 2.8, 2.7 inr. At least two out of three replicates are within the allowable bias of reference results for donor (B)(6) (1.64 inr) and donor (B)(6) (2.44 inr), respectively. No further investigation will be pursued at this time. Analysis of the client's data from inratio and reference tests revealed that test result comparison meet accuracy criteria. Patient's condition could have contributed to unexpected result. No product was expected to be returned. Retained strip test result comparison met accuracy criteria. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011; inratio: 7.2; coaguchek: 4.5. Results done within a few minutes of each other. Target therapeutic range is 3.0-4.0.